Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The pump is over 7 years old. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal was both removed/broken. The investigation did not notice any external damage. The pump event history showed an invalid syringe size alarm error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, verified when setting up for flow test. The size was out of calibration as a result of normal wear, recalibrated the size pot and that cleared up the problem. The pump is over 7 years old. The root cause of the reported issue was normal wear. Pump had not been in for service for about 6 years. The technician replaced the size pot as a preventative measure. The device passed all functional and delivery tests.

Event description:
It was reported that issues identifying syringe size was observed. No patient injury was reported.